Event description:
On january 17, 2024, the lay user/patient contacted lifescan (lfs) USA, alleging his onetouch ultra 2 meter was reading inaccurate high compared to his feelings and/or normal readings. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call and on additional information obtained after the medical surveillance specialist (mss) listened to the call recording. While listening to the call, the mss noted that the patient reported that he started using the subject meter a couple of weeks prior to the call with lfs. The patient claimed that the meter was displaying unspecified high readings, and he increased his glucotrol medication in response and ¿almost passed out¿ on january 15, 2024, because his blood glucose was so low. In the morning of january 17, 2024, the patient obtained a blood glucose reading of ¿168 mg/dl¿ on the subject meter and immediately after he received a blood glucose reading on another unspecified meter of ¿122 mg/dl¿. The patient manages his diabetes with a combination of medication (glucotrol before dinner and metformin) and he informed the agent that he increased his glucotrol based on the unspecified subject meter readings from ¿last night¿ before dinner and felt ¿very hungry, weak and lightheaded¿ in the morning after on january 17, 2024, due to the increase in medication. The patient mentioned that he needed to sit down or otherwise he would have fallen over. There was no report of medical intervention sought due to the alleged issue. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter, the patient had used an approved sample site to obtain the blood samples and that the patient was following the correct testing procedure. The cca noted that the patient did not have control solution at the time of the call to test the subject system. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of diabetes medication based on alleged inaccurate high results obtained with the subject meter.